Manufacturer narrative:
Medtronic received additional information that this patient underwent surgery on her tricuspid valve due to endocarditis. After debriding the native valve, it was reported that only a small portion of the patient's leaflet was intact. The surgeon attempted to reconstruct the anterior leaflet using autologous pericardium and the medtronic tricuspid annuloplasty ring. After closing the incision site, severe regurgitation was noted. The incision was reopened, and the patient's tricuspid valve was replaced. The surgeon stated there was no malfunction of the annuloplasty device. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring in the tricuspid position, it was explanted and replaced with a non-medtronic bioprosthetic valve. The reason for replacement was not reported. No additional adverse patient effects were reported.